Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated when the shield was removed, and the shields are difficult to remove. Verbatim: from phone call on 2020-10-12 11:11:26: walgreens pet owner stated, needle hub separated when removing shield. Stated, shields are difficult to remove. Received voicemail from consumer regarding syringe complaint. Cl"

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated when the shield was removed and the shields are difficult to remove. Verbatim: from phone call on 2020-10-12 11:11:26: walgreens pet owner stated, needle hub separated when removing shield. Stated, shields are difficult to remove. Received voicemail from consumer regarding syringe complaint.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200865195] noted that did not pertain to the complaint.